Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd safetyglide¿ needle the safety mechanism failed and poked the hcp. The following was received from the initial reporter: incident or problem information. Level of harm: minimal harm. Incident details: writer administered subcutaneous chemotherapy to patient, then activated the needle safety - ¿click¿ was heard. While disposing of used supplies and needle, needle safety failed, poking writer in the palm. Upon assessment of needle and packaging, bd safety glide 5/8¿ needle packaging contained 1¿ needle.

Manufacturer narrative:
H6: investigation summary one photo was received by bd for evaluation. A quality engineer was able to review the photo of a needle sftygld 25x5/8 rb from lot #1078738 regarding item #305901 with the reported complaint of "safety mechanism failure (safety lock)". The image shows the safetyglide needle attached to a loose syringe with the needle bent and the safety lock extended; however, the bent needle is not inside the extended shield. It cannot be confirmed that the observed condition originated at the manufacturing plant. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample, a probable root cause could not be offered. A device history record review was completed for provided batch number 1078738. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 1078738 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that while using the bd safetyglide¿ needle the safety mechanism failed and poked the hcp. The following was received from the initial reporter: incident or problem information level of harm: minimal harm incident details: writer administered subcutaneous chemotherapy to patient, then activated the needle safety - ¿click¿ was heard. While disposing of used supplies and needle, needle safety failed, poking writer in the palm. Upon assessment of needle and packaging, bd safety glide 5/8¿ needle packaging contained 1¿ needle.